Manufacturer narrative:
Additional information was added to: b2, b4, g6, h2, h11. Correction to: h1.

Event description:
Consumer reported that the needle broke off in his abdomen while doing his injection. He stated that his dog jumped on him while he was injecting, and caused the needle to break off. Consumer stated that he went to the ER, and they did an x-ray, CT-scan, and ultrasound, but could not locate the needle. He also stated that he could feel the needle polking his skin when he touches the area. Consumer does not re-use. Lot #: 2277264. Catalog #: 320109. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.